Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:23:42. During night drain cycle one, the patient's ultrafiltration reading was 1624ml, indicating the home patient (hp) drained 1624ml more than their maximum programmed fill volume of 2400ml. No additional information is available.